Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500s mg/dl). Correction boluses via the pump were delivered to address the high bg and the infusion set site was changed the night before. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Reportedly, the customer had been using novolog in the cartridge for 5 days. Tandem customer technical support (cts) informed the customer that novolog was labeled for 72 hour use with the cartridge. Cts advised the customer to discuss the high bg levels with a healthcare provider.